Manufacturer narrative:
Follow-up 06/23/2016: customer's clinical diabetes specialist (cds) reported that the customer was still experiencing elevated blood glucose (bg) levels of up to 400 (mg/dl). Cds reported that they will review pump settings with the customer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 350 (mg/dl) since (B)(6) 2016. Customer administered boluses and insulin injections to treat bg levels. Customer believed that the pump was not delivering insulin properly. System check with tandem technical support indicated pump was performing as intended. During system check, customer confirmed insulin was seen exiting the tubing during bolus delivery while they were disconnected from the pump. Recommendation was made to consult with health care provider to discuss diabetes management.